Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that the central portion of the tip was curved and can be seen even if it was not open before surgery. The procedure type and completion details were unknown. There was no information about patient impact.